Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that no supporting clinically relevant documentation was provided; therefore, a thorough medical investigation could not be performed. However, it was communicated that this ¿revision surgery was performed due to infection¿ and per the doctor ¿this revision was not caused by concerned device¿. The patient impact beyond the reported infection remains unknown. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a potential complication associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue.

Event description:
It was reported that revision surgery was performed due to infection.